Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3065240. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the shield for the relion insuline syringe was crushed. The following was received from the initial reporter: consumer reported finding one syringe in bag with a crushed needle shield stated, it was inside a new box prior to use.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield for the relion insuline syringe was crushed. The following was received from the initial reporter: consumer reported finding one syringe in bag with a crushed needle shield stated, it was inside a new box prior to use